Manufacturer narrative:
Corrected information: sex if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 388928, lot # 0205446623, implanted: (B)(6) 2012, product type lead. Note: see also mfg. Report no. 3004209178-2017-03940.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a possible damaged lead that occurred during normal use. The representative reported the consumer only got stimulation when pressing on what she believed was the lead at the back. When tested the next day found when using remaining electrodes achieved ¿proper¿ stimulation location, but then felt considerable dull, deep pain around lower quadrant; super-pubic, vagina, and around back. The consumer also noted tingling sensation around lead at back at the same time. Evaluation the next day revealed lead fractures for electrodes 1 and 2. Impedance test only at 1 v , as the consumer could not tolerate higher level for test. Remaining electrode tests seemed appropriate until symptoms noted above appeared. Thresholds were very low: 0.3 v or 0.5 v. The consumer was offered options to try programs with electrodes that work to see if she could get relief from symptoms. The doctor would be scheduling her for a replacement. The issue was not resolved at the time of the report. Additional information received from the representative reported a revision surgery was scheduled for (B)(6) 2017. There were no further complications reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the consumer was scheduled for a revision sometime in (B)(6).